Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Reportedly, the customer reloaded the same cartridge and continued insulin therapy. Customer¿s blood glucose level was 275 mg/dl. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl. Low bg cause was not known. Customer consumed carbohydrates and used diabetic nasal spray to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.